Manufacturer narrative:
Imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a 26 millimeter (mm) valve (j217028) was attempted first and dislodged. A second 23 mm valve (f190756) was then attempted. Both valves were explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that after the 23mm valve was implanted, the patient experienced hemodynamic instability. Both valves were subsequently explanted.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed. Prior to withdrawing the delivery catheter system (dcs), the nose cone was not centered within the frame inflow. Per the physician, the patient's aortic calcification contributed to the dislodgement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-26-us, serial/lot #: (B)(6), ubd: 14-feb-2026, UDI#: (B)(4) product ID: l-envpro-16-us, serial/lot #: (B)(6), ubd: 2026-mar-26, UDI#: (B)(4). Other concomitant device (s) are: product ID: evolutpro-23-us, serial/lot #: (B)(6), ubd: 11-aug-2024, UDI#: (B)(4). Product ID: l-envpro-1623-us, serial/lot #: (B)(6), ubd: 2026-jan-16, UDI#: (B)(4). Product ID: envpro-16-us, serial/lot #: (B)(6), ubd: 2026-feb-06, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no misload was identified during loading. During the valve implant, the nose cone of the delivery catheter system (dcs) dislodged the valve. A procedural delay resulted from the valve dislodgement.